Event description:
It was reported that during a laparoscopic low anterior resection, the firing handle could not be grasped completely when the device was used on the rectum. The anus side was fired with echelon device (gold cartridge). The washer was uncut and the staples were not formed properly (the tips of legs were a little bent). The procedure was converted to haltman. The doctor commented that he had confirmed the orange indicator had been within the green range of gap setting scale at the time of firing, and then had released the safety. The patient has had CABG before this operation and had brain infarction. The doctor is used to using the device. Additional information has been requested.

Event description:
Additional information in h10.

Manufacturer narrative:
(B)(4) = uncut washer - blemished. Additional information: you reported that the procedure was converted to "haltman." Do you mean "hartman?"---hartmann operation means temporary colostomy. Is the colostomy temporary or permanent?---temporary. If temporary, what are the plans for reversal?---we have no detailed information. What device was used for the proximal and distal transaction? What color reload?---echelon gold was used for the proximal transaction. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) ---we have no detailed information. How was the purse string placed, by hand or with an assist device? If an assist device, what product? ---we have no detailed information. Was the spike of the trocar inserted lateral or through the staple line? ---through the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? ---we have no detailed information. When the device was fired, where was the indicator within the green zone/gap setting scale? ---the indicator had been within the green range of gap setting scale at the firing. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---the doctor could not fire completely during use. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---we have no detailed information. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? ---we have no detailed information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.)---na what were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---we have no detailed information. Did an hcp other than the primary surgeon fire the instrument? ---no. Was there a recent conversion to ees devices in this account or with this surgeon? ---no. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.